Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high elevated thresholds with no capture at max output. The lead was found to have undersensing and diminished sensing. X-ray indicated that the rv lead had pulled back and was suspect of a dislodgement. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.